Manufacturer narrative:
The devices involved in this event remain implanted in the patient; therefore, the devices will not be returned for evaluation. Patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. On (B)(6) 2026, aneurysm growth with a possible type ii endoleak or type iiib endoleak were identified. The patient is stable. Reintervention is scheduled for (B)(6) 2026. Reintervention was completed on (B)(6) 2026 with the implant of an afx vela infrarenal, an afx vela suprarenal and an ovation ix iliac limb extension. At reintervention the possible type iiib was confirmed to be a type ib endoleak which was successfully resolved. A mild type ii endoleak still remains. The patient was stable post reintervention.